Event description:
Patient admitted for induction of labor. Pitocin was ordered as the induction agent. Md was notified that pitocin was started. The screen on the pump said it was infusing 30milliunits/min. Pt made no progression in labor almost 12 hours later was at the maximum dose. When md ordered to decrease medication, it was noted by rn that the IV line was clamped and the patient had actually never received any of the medication. The IV machine showed the dose of pitocin was incrementally increasing as per protocol. There were no alarms stating that the medication was not infusing or the line was kinked.====================== health professional's impression======================drug not given; delay in treatment/delivery.====================== manufacturer response for IV infusion pump (multiple units), sigma spectrum======================baxter has made the following statements about this:1) the pump is not designed to alarm a second time, only the first, and thus it is user-error only.2) baxter was originally unwilling to point out the above scenario to nurses - and have only agreed to do so after sfgh's strong insistence.3) we have asked baxter to comment on whether there would be adjustments that could be made to the sensitivity of the sensor (software changes) that would improve performance of this alarm, and whether they believe this occurence warrants additional investigation. They have not commented on this.4)baxter will conduct a hospital-/clinic-wide in-service on all units using these pumps addressing alarms, tubing, troubleshooting, etc.